Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. It was discovered that this patient experienced inappropriate anti-tachycardia pacing (atp) due to the dislodgement. The patient was hospitalized and underwent a revision procedure and the lead was successfully reposition. The lead dislodged again a few days later which required the patient to undergo another revision procedure. The lead was successfully reposition and remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.